Event description:
Customer reported receiving a glucose result of 231 mg/dl on their medisense optium blood glucose meter, and then reported feeling faint and weak. Paramedics were called, and upon arrival received a glucose result of 31 mg/dl on an unknown brand of glucose monitor. A solution of sugar water and food administered in order to stabilize glucose levels. It is to be noted that the customer reports that they did not wash their hands prior to testing.

Manufacturer narrative:
Customer returned medisense optium blood glucose meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors or other issues were observed during control solution testing. The medisense optium blood glucose meter result as reported by the customer was not identified in the meter internal log.